Event description:
During implant, loss of capture and high impedance were observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of no capture and high pace impedance were not confirmed. A complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual analysis of the lead did not find any anomalies.